Event description:
It was reported that during a ptca procedure, the catheter shaft broke. The patient experienced some chest pains which were resolved when the entire system was removed. Patient statsu is listed as "okay".